Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, following successful valve implantation, an effusion was identified on the post-deployment echocardiography, and the patient's blood pressure dropped. A pericardial drain was placed, resulting in improvement of blood pressure; however, bleeding persisted. Further evaluation determined a perforation of the left ventricle (lv), which was attributed to the guidewire. There were no reported difficulties tracking or withdrawing the delivery system through the patient's anatomy. The patient was converted to open chest surgery, and the lv was repaired. The patient remained stable throughout the lv repair and was transferred to the intensive care unit (ICU) in stable condition. There was no allegation of an edwards device deficiency. Subsequently, approximately two (2) months and sixteen (16) days post tavr procedure, the edwards patient support center (psc) was notified that the patient had passed away "while attempting to get the tavr procedure". The exact date and cause of death were not provided. No additional information was provided.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (perforation by the guidewire) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.